Event description:
The customer reported a speaker kit order however no information was provided whether any sound was still coming from the device. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction.

Manufacturer narrative:
The speaker was able to produce sound. It was thought initially that this case was reportable due to the speaker potentially not having the ability to produce sound. However it was only the foil kit that needed replacing along with screw cover and side bezel. Replacement parts were ordered and shipped to the customer site. The customer replaced themselves.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had a "speaker malfunction". No sound was audible. Patient involvement is unknown.